Event description:
It was reported to boston scientific corporation that a jagwire guidewire during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, while placing a pancreatic stent the pebax tip of the jagwire detached and fell into the patient. No recovery was attempted and the procedure was completed with a second jagwire and the same stent with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) the reported event of tip detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.